Manufacturer narrative:
(B)(4). The account also reported this incident directly via medwatch uf/importer report (B)(4).

Event description:
Procedure type: laparoscopic extraperitoneal inguinal hernia repair. According to the reporter: during the case, the surgeon dissected the rectus abdominal muscle. He passed a dissection balloon which was then passed down into the space to the pelvis and was blown up 40 times. As the camera was removed, the balloon broke and a large portion of the balloon could be seen in the extraperitoneal space. The piece of the balloon was retrieved immediately. The patient suffered no harm. No additional information available at this time.